Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the harmonic ace had the shim falling off. The procedure was completed using a backup harmonic ace with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis indicated that there is no shim component that is part of the instrument at the distal end. Furthermore, no damage was confirmed on the teflon pad of the instrument clamping arm. The customer reported event was not confirmed. As part of the investigation, inspection found a damaged blade. The blade broke at roughly 0.181¿ from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of this failure is attributed to mishandling or misuse. A review of the provided image was performed. The image showed the distal tip of the instrument; however, damage was unable to be visualized. No conclusive determination could be made based on this analysis. A review of the device logs for the harmonic ace (part# 480275-08, lot/serial# (B)(4).) Associated with this event has been performed. Per this review of the logs, the harmonic ace was last used on (B)(6) 2022 via system serial#(B)(4). There were 0 uses remaining after this last usage. This device is a single-use instrument and therefore only has one use allotted to it. Based on the additional information obtained from failure analysis investigations, this complaint is considered a reportable event due to the following conclusion: failure analysis confirmed the instrument damage could result in a fragment fall inside the patient and was attributed to user mishandling/misuse. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention. Follow-up was attempted, but the missing patient information in "patient information" and "adverse event or product problem" fields were either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implantation date is not applicable because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA. Ind/preanda protocol # and adverse event term(s) are not applicable.